Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, it was indicated that the patient complains of progressive pain and underwent a prior reported hematoma debridement for a suspected quadriceps tear. The patient presented with a pseudotumor and concern for metallosis from his metal on metal hip and was then revised for left total hip metal on metal wear with pseudotumor. Operative notes reported that there was a considerable amount of hematoma was identified. The abductors were attenuated but not grossly compromised. The femoral head was removed and trunnions was noted. Intraoperative pathology documented positive frozen specimens, which was present in the tissue sent at the beginning of the case. Pathology report not provided. Doi: (B)(6) 2007; dor: (B)(6) 2017; left hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.